Event description:
The balloon catheter was used for a percutaneous transluminal angioplasty (pta) procedure. Radial angioplasty was performed in order to avoid an open procedure. The site reported the balloon burst after inflation to approximately 10 atms. The physician was using the "kissing balloon technique" for bifurcations. During removal, the balloon catheter shaft separated from the main body near the rapid exchange port during removal from a 6fr sheath. The thought was that the site did not allow full deflation of the balloons prior to pulling back into the sheath. The physician had to perform a vessel cutdown to retrieve the separated segments and finish with endarterectomy. The site indicated the balloons separated in the right superficial femoral artery (sfa) and proximal popliteal artery. Multiple attempts at deflation were made. The wire was not removed. The balloon separated approximately 10-20 cm from the balloon markerband. The further intervention of endarterectomy was required for the calcified iliac artery and balloon segment removal. Both balloon segments were intact upon removal. The entire procedure lasted approximately seven hours with a four hour delay due to the balloon separation and cutdown.

Manufacturer narrative:
Only one balloon segment was returned. This segment included the catheter hub to rapid exchange (rx) port. The distal portion of the returned section showed outer catheter elongation of approximately 11cm past the skive.